Event description:
During a routine control at the clinic, it was seen that the implant had malfunctioned. The external equipment was completely exchanged, but unfortunately without success. The pt is no longer able to hear.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.